Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the right ventricular (rv) lead perforated the rv apex to a new position within the rv which was confirmed with an x-ray and ultrasound. The patient presented fluid in her chest along with loss of capture from the lead. As a result, the patient was hospitalized and underwent surgical intervention wherein the lead was successfully repositioned. No additional adverse patient effects were reported.